Event description:
It was reported while using bd microlance¿3 needles the needle broke during use. There was no report of patient impact. The following information was provided by the initial reporter: the very thin needle broke when he put pressure on it to enter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304000 and lot number 210827. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our investigative team obtained twenty retained samples of the same lot number for evaluation. A pull cannula test was performed on the retained samples and all results were found to be within specifications, no defects were identified. Based on the investigation results, it is most likely that the needle breakage resulted from the handling of the needle product.

Event description:
It was reported while using bd microlance¿3 needles the needle broke during use. There was no report of patient impact. The following information was provided by the initial reporter: the very thin needle broke when he put and pressured on it to enter.